Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, it appears that the elliptical shape of the annulus in combination with the annular calcification contributed to the pvl. Per report, the cai may have been caused by non-circular expansion of the sapien valve (due to the elliptical shaped annulus), with the valve expanding into the portion of the annulus where there was room and less calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, after deployment of a 23mm sapien valve the patient had a moderate paravalvular leak (pvl) and mild central aortic insufficiency (cai). Post dilatation was done with 1cc added to the delivery balloon (18cc total volume), which resulted in trace pvl and moderate cai. The cai was biased to the side of the valve, so it is possible that there was a non-circular expansion of the sapien valve, with it expanding into the portion of the annulus where there was room and less calcification. A second sapien valve was prepared and implanted in the same position. Tee showed a final result of trace pvl and no cai. The native annulus was elliptical in shape. The native annulus measured 19mm on tee, 23.5-24mm on tte, and 28x23.8 (area 608) by CT. The native aortic valve was moderately calcified. The sapien valve was positioned and deployed in a 50:50 position across the native aortic annulus. The image intensifier angle and coaxial alignment of the valve and delivery system were both described as good. The perceived root cause of the event was the patient's native anatomy of the aortic valve and calcium.